Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device logs confirmed multiple occlusion alarms on (B)(6) 2025 through (B)(6) 2025. No motor malfunction was detected, and no factory reset was found. The evidence suggests insulin delivery may have been impeded due to resistance in the infusion pathway. The cause of the user's diabetic ketoacidosis (dka) is consistent with an interruption to insulin delivery. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced diabetic ketoacidosis (dka) and was transported to the hospital by ems. According to the user's father, the user was staying with family who reportedly did not manage their elevated blood glucose (bg), which contributed to the dka. The user was admitted to the hospital and treated with intravenous insulin. The user was discharged on (B)(6) 2025 and has since resumed use of the ilet.